Event description:
This (B)(6) male patient came in for a coronary catheterization on (B)(6) 2009. According to the report during the angioplasty, the catheter distally was kinked due to severe tortuosity. Attempted to open the catheter but the wire would not advance into the site, even with gentle pressure. An attempt to disengage the catheter and it was noted to be sheared and the sheath was already withdrawn. As the physician attempted to recapture the catheter, the two ends came out leaving the retained catheter. The vascular surgeon performed a cut down to retrieve the catheter; hemostasis was obtained and the procedure was terminated at that point.